Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported that the buttons on the pump got stuck and the pump is frozen, not responding. The customer also reported a crack at the side of the battery compartment. The customer reported no adverse event. The event involved product(s) mmt-1885.troubleshooting was performed for the keypad anomaly, and the buttons were not responsive, and the time clock did not advance. Replaced the battery, but the buttons remained unresponsive. Troubleshooting was performed for the cosmetic damage, and the damage was not impacting pump functionality. Troubleshooting was performed for the frozen display, and the customer was instructed that the pump would be replaced. No harm requiring medical intervention was reported. The customer will discontinue using the device. Mmt-1885 was requested, and customer's response was that the device would be returned.

Manufacturer narrative:
Pump passed self-test. Intermittent response from all buttons due to moisture damage to keypad traces. No frozen display noted. Unit successfully downloaded to thump. The j1 connector on pcb1 was locked properly during visual inspection. The electronic assemblies were inspected, and no anomalies noted. The following were noted during visual inspection: scratched case, pillowing keypad overlay, and cracked case (battery tube). The p-cap/reservoir does lock properly. Confirmed intermittent response from all buttons due to moisture damage to keypad traces. No frozen display noted during analysis. Cosmetic damage was confirmed at battery compartment during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.